Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the optical sensor failed to calibrate multiple times. The cable was unplugged, reconnected, and manually calibrated. However, the readings were abnormal after calibration (systolic 200-220 / diastolic 20-40). The cardiosave intra-aortic balloon pump (iabp) was switched to a cs300, but the issue continued. A new iab was then inserted to continue therapy without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).